Event description:
As reported by the fcs, approximately 7 years and 6 months post implantation of a 26mm sapien valve in the aortic position the patient was presented with a failed valve due to stenosis with some central aortic insufficiency (ai). The patient was treated with a valve-in-valve procedure with a 23mm sapien 3 ultra valve. Patient did well post procedure and is expected to be discharged from the hospital tomorrow.

Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 7 years and 6 months post implantation of a 26mm sapien valve in the aortic position the patient was presented with a failed valve due to stenosis with some central aortic insufficiency (ai). The patient was treated with a valve-in-valve procedure with a 23mm sapien 3 ultra valve. Patient did well post procedure and is expected to be discharged from the hospital tomorrow. The cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section g6, h2, h6: type of investigation and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events: additional potential risks specifically associated with the use of the bioprosthesis include but may not be limited to the following: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflets retraction, stent creep, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "stenosis" was unable to be confirmed. A risk management documentation review was performed. While edwards durability testing of sapien valve meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves (per IFU). With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation was implanted for more than 5 years (implant duration: approximately 7 years and 6 months). There is no evidence of device malfunction contributed to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for "stenosis" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical record. No potential manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), stenosis and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 7 years and 6 months post implantation of a 26mm sapien valve in the aortic position the patient was presented with a failed valve due to stenosis with some central aortic insufficiency (ai)". The device was not returned for evaluation as it remains implanted in the patient. In this case, the cause for the valve stenosis could not be determined based on the limited information provided.